Event description:
The customer reported a cartridge alarm 30 with their insulin pump, which occurred consecutively with cartridges. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received instructions to put the pump into storage mode and use multiple daily injections (mdi) as backup therapy while a replacement pump was sent by technical support. The problematic pump was to be returned to tandem using a pre-paid label within ten days.